Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving dialudid (30 mg/ml at 8.062 mg/day) via an implantable infusion pump. It was reported that the anchor of the catheter and portion between anchor and pump were removed due to swelling at the pump site. The pump was also replaced. The reason for the replacement surgery was noted to be due to a possible cerebrospinal leak, but per the chp no evidence of that was found.